Event description:
It was reported that the user received an urgent low alert from a libre 3+ cgm, believed the sensor was inaccurate after a confirmatory fingerstick of 83 mg/dl, and due to concern that the ilet would continue to deliver insulin, disconnected from the pump and did not reconnect the infusion set; subsequent glucose rose with cgm highest 191 mg/dl, and the user later called for assistance to reconnect and resume delivery, after which glucose trended down to 175 mg/dl. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included a delay to therapy while the system was disconnected. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage problem involving improper or incorrect procedure and failure to follow instructions related to infusion set reconnection, with the implicated component being the cannula/infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.